Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a partial display. Customer's blood glucose was unknown. After troubleshooting, display did not return to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any test due to missing segments/partial display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.